Manufacturer narrative:
Patient age, date of birth unavailable from facility. Device lot number and expiration date unavailable from facility. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. Prior to the procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, the syringe used to attempt deflation filled with air bubbles instead of just contrast mixture. The bridge balloon was ultimately deflated and another bridge balloon was used during the procedure. The procedure was completed successfully with no reported patient harm.